Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture and abutment fell out in 2007 and was replaced 2 months later. The patient was on oral antibiotics around the time of that surgery. The replacement fixture fell out 3 months later. The surgeon indicated that failure of osseointegration may have caused or contributed to the fixture losses. The fixtures were not returned for analysis. The patient was not reimplanted. No reimplantation plans have been reported.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.